Event description:
It was reported that the 3.5 x 08 mm vision stent delivery system was inserted into the patient anatomy. It was then noted under fluoroscopy that there was no stent on the balloon. The physician stated that the stent was never on the balloon under fluoroscopy. A non-abbott stent was used successfully to complete the procedure. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the stent was not present and had dislodged. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the rx vision instructions for use (IFU) states: prior to using the multi-link vision rx coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. In this case, failure to inspect the stent prior to use did not contribute to the stent dislodgment.

Event description:
Subsequent to the previous medwatch filing, it was noted that a 3.5 x 18 mm vision stent delivery system (sds) was inserted into the patient anatomy and not a 3.5 x 08 mm vision sds, as previously reported.